Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced 5 cannula sets being kinked on (B)(6) 2024. The set was in use for 4 hours before being kinked. The kinking led to an increase in blood glucose level. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-28016 - device 4 of 5.